Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) with dilation procedure performed in the esophagus on an unknown date. According to the complainant, during the procedure, it was noted that the balloon popped while inflating a benign stricture. The procedure was completed with another cre fixed wire dilatation balloon. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
B3: date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. H6: problem code 1074 captures the reportable issue of balloon burst. Investigation results: a visual examination of the returned complaint device found that the balloon was burst. Based on the available information, it is possible that factors encountered during the procedure, such as lesion characteristics, handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure could have resulted in the reported failure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) with dilation procedure performed in the esophagus on an unknown date. According to the complainant, during the procedure, it was noted that the balloon popped while inflating a benign stricture. The procedure was completed with another cre fixed wire dilatation balloon. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.